Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes scratch was on the tube. No serious injury medical intervention.